Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently experienced resistance during the fill process with multiple cartridges. There was no adverse impact to customer's blood glucose level. Reportedly, after reinserting the syringe needle into the cartridge the issue resolved and the customer was able to successfully resume insulin delivery.